Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, heat rash with small blisters underneath the therapy electrodes. The small blisters broke open from scratching. The patient's doctor prescribed chlorhexidine scrub to use on the affected area. During a follow-up, it was reported that the patient's irritation improved after using the prescribed chlorhexidine scrub.